Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the six channel preamp card was faulty. The fse replaced the card, which repaired the failing controls. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating white blood cell (wbc) voteouts on controls. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The beckman coulter internal identifier for this event is (B)(6). The internal identifier was updated from (B)(6).